Event description:
Device was explanted due to will not interrogate. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Upon receipt, the device could not be interrogated with a programmer, thus confirming the clinical observation. Inspection of the devices memory contents showed that the device documented many consecutive resets. The root cause of these resets could not be established. However, it is plausible to assume that the device was subjected to temperatures colder than the specified minimum of -10 c (14 f) during storage or transport. Exposure to temperatures outside this range has been shown to result in this type of malfunction.